Event description:
(B)(6) reports - sensor pad failed to work properly and alarm did not go off when patient got up from the chair. Patient ended up falling and breaking hip. Note: attempted to contact (B)(6) a number of times. Alimed rep left four (4) voice messages with (B)(6) no reply was received.